Event description:
It was reported that a patient broke the siderail off of the device and then beat the sitter with the broken siderail. Attempts are being made to gather additional injury and treatment details from the user facility.